Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a total shoulder replacement procedure on an unknown date and topical skin adhesive was used. Ten days post op there was blistering around the incision site and the patient experienced itching all over her body. The patient was treated with steroids and lotion to address the issue. At this time the patient is clear of all symptoms. Additional information has been requested.